Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("extreme bloating"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, abdominal distension, fatigue and migraine outcome was unknown. The reporter considered abdominal distension, fatigue, menorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Case became serious incident as removal was done for event menorrhagia. Reporters information were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("extreme bloating"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, abdominal distension, fatigue and migraine outcome was unknown. The reporter considered abdominal distension, fatigue, menorrhagia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.